Event description:
It was reported that there was sensing difficulty. The atrial portion of the lead was capped, and a new atrial lead was implanted, with the ventricular portion of the lead still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.